Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses in 1995 for an unknown indication. The patient underwent mammography on 2014 and the left implant got ruptured. It was also reported that the patient developed a mass on the right side above breast; therefore, the patient underwent a second mammography which did not detect bia-alcl; however, it did rupture the right implant. The patient reported that she has been getting very sick since the second implant rupture. In addition, the bump on the right clavicle continues to get bigger. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.